Event description:
It was reported that, "dr. (B)(6) attempted to final tighten our blocker over the screw and rod. When he did this, three blockers were stripped and he could not lock a blocker on the screw. So, he ultimately removed the screw and replaced it with a new one."

Manufacturer narrative:
Method: visual inspection, manufacturing record review, complaint history analysis and risk assessment. Results: visual inspection: the screw was received assembled with damage to the threads on the tulip head and multiple deformities on the first two threads on both sides of the tulip. It seems that the cross-threading took place during insertion of the blockers. Manufacturing record review: no discrepancies noted. Complaint history analysis: (B)(4) previous records for cross-threading involving (B)(4) implants. All three records were linked to the user technique. Risk assessment: an identical replacement screw was available and the surgery was completed successfully with a delay of 15 minutes. Conclusion: cross-threading can be the result of application of cantilever force or misalignment of the blocker (or screwdriver) and the screw tulip axes during insertion. While for this event it is not clear what provoked the initial cross-threading and the damage to the screw, our review of previous records shows that cross-threading is linked to the user technique. Therefore user-error contributed to this event.